Manufacturer narrative:
Product ID 8711, serial# (B)(4); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient's stall occurred on (B)(6) 2014. The patient went into withdrawal on (B)(6) 2014 and the pump was replaced on (B)(6) 2014 at 11:30pm. It was reported that a manufacture representative was aware of the event and was present at replacement surgery. It was noted that the patient received intravenous (IV) morphine while in the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing.

Event description:
It a was reported that a pump motor stall occurred. The pump was refilled by a home health agency that discovered the motor stall. The date of the motor stall was unclear; however, the date of the event was reported as 2014 (B)(6). The motor stall did not recover. The cause of the motor stall was unknown as the patient did not recall a specific event. No diagnostic testing or troubleshooting had been performed. The patient experienced withdrawal symptoms and was admitted to the hospital on 2014 (B)(6). The pump was explanted and replaced on 2014 (B)(6). Following the replacement, the patient was doing well. The device system delivered morphine.

Manufacturer narrative:
Eval code-conclusion replaced.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.